Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ was the staple piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the piece(s)? ¿ what measures were taken to retrieve the fallen pieces? ¿ was there any additional tissue damage as a result of searching for the staples? ¿ if not retrieved, in what tissue structure the staples were retained? Is there any plan in place to remove them in the future? Please provide details. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a herniorraphy procedure on (B)(6) 2025 and absorbable straps were used. During the surgical procedure it was identified that during the shots the clamps did not fix, they ended up falling into the cavity. There were no adverse patient consequences reported. Additional information was requested.